Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the patient died as a result of a ventricular fibrillation arrest. It was further reported that the device delivered shocks with joules of 1.9 and 2.4 and was programmed to deliver 35 joules. Also reported was that the 1.9 and 2.4 joule shocks had impedances less than 20ohms when the 35 joule shock had an impedance of 61ohms. The cause of death has been requested and not received.